Manufacturer narrative:
Investigation summary: bd received 2 photographs from the customer in support of this complaint. The photographs were evaluated and the indicated failure mode of tnt leakage was observed. Additionally, 10 retention samples from the bd inventory were inspected with no issue relating to leakage being observed. Bd was able to confirm the customer¿s indicated failure mode based on the photographs provided, however retained samples were satisfactory. Bd was unable to identify a root cause for the reported issue of leakage. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "during blood collection, blood entered the blue tube interlayer. Blood collection was completed after replacement of tube."